Event description:
It was reported that there was a kink. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the closure device was inserted into it. The closure device was then deployed in the laa, but did not meet release criteria. The closure device was partially recaptured and at this time it was noted that the was was kinked. The procedure was continued and the closure device was redeployed in the laa. This time release criteria was met and the device was released from the core wire. The closure device was successfully implanted in the laa of the patient. There were no other complications that occurred and the patient is doing fine following the procedure.